Event description:
It was reported that the patient experienced peritonitis and subsequently passed away, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the reported event. The treatment for peritonitis included vancomycin (2g, one dose, route not reported) and ciprofloxacin (orally, dose and frequency not reported). The patient had not recovered from peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.